Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent the removal of two (2) headless compression (hcs) screw on (B)(6) 2018. The patient initially had surgery to treat a trimalleolar fracture on the foot joint and was implanted with a tibia plate, fibula plate, and two (2) headless compression screws. The compression screws were used for the posterior malleolus. Bone fusion occurred properly after the surgery. During the removal procedure, the affected plates were removed successfully. However, when trying to remove the two affected compression screws, the end of the driver shaft could not be engaged on the screw heads which caused it to span on the screw heads. The screw heads were completed buried inside the callus and could not be pulled out with removal tools which had been prepared before the surgery. An additional incision was made on the opposite side that was 2 cm in size. Pliers were inserted through the additional incision to grasp the end of the screws. The screws were then removed by force using a hammer. There was a surgical delay of around one (1) hour. Surgical outcome was not reported. This report is for one (1) 4.5mm ti headless compression screw/short thread/26mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date device returned to manufacturer. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Physical manufacturer; device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot please note, this DHR review is for sterilization procedure only: part no.: 04.226.626s , lot no.: 8378502, manufacturing location: selzach , supplier: (B)(4), release to warehouse date: 03.may.2013 , expiry date: 01.apr.2023 . Non-sterile 04.226.626 / 2814876 was manufactured in grenchen: release to warehouse date: 07.dec.2011. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation site: cq zuchwil visual inspection: the received screw is in a used condition with heavy signs of usage at the shaft and head recess (stardirve). Functional test: the returned screw was tested at customer quality department in zuchwil and the complaint condition could not be confirmed. The investigation was focused primary on attach and detach functionality. Several attach and detach attempts have shown, that no functional deficiency could be detected. Dimensional inspection: the relevant dimensions, which could also lead to the complained issue, were measured with caliper ref. 3-01-19788 and found to meet the specifications target dimension of head thread outer diameter 5.00 +/- 0.05 mm , actual dimension of head thread outer diameter 4.99 mm / pass , target dimension of shaft diameter 3.05 +/- 0.05 mm , actual dimension of shaft diameter 3.04 mm / pass , target dimension of tip thread outer diameter 4.5 +/- 0.05 mm , actual dimension of tip thread outer diameter 4.50 mm / pass . Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: due to the visible damages at the head recess and shaft, the screw is classified as confirmed even though the functional test was successful. Afterwards, and without having all impacted parts back and with the provided information, unfortunately we are not able to determine the exact cause of this complaint. We only can assume that during the operation an application error may have taken place. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.